Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called stating that the chairs right side frame where the back canes connects to the lower frame broke at a weld.